Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had the dose rate too high and poor image quality. No pt injury was reported.